Event description:
It was reported that a wireless module for a spectrum pump had batteries that were burned.

Manufacturer narrative:
(B)(4). Baxter is continuing to investigate the reported event. When the eval of this device is completed, a supplemental report will be submitted.